Event description:
It was reported that the patient experienced difficulty pressing the buttons on their device. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and no additional actions or information regarding the outcome were provided.